Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high as 402 mg/dl. Customer reports damage to the pump and inside of reservoir compartment. Customer replaced pump, sent clip , and filled out recall form. Customer stated that the pump is not working properly. Customer changed set 3 times and it still pump is not working. Customer stated that, the reservoir will not stay in the pump. Customer has not gotten any alarms said she got up at 5 am and her blood glucose was 442 mg/dl but she has not eaten and she was asleep. Customer stated that it started a few days ago did a 13 unit bolus and it never took blood glucose and the next blood glucose was 393 mg/dl, then 401 mg/dl. Customer stated that the insulin was not delivering properly, she moved on to replacing for physical damage. Customer reports the following symptoms related to their high bgs: nausea and vomiting. The drive support cap appears normal (slightly indented). After performing manual prime/fill tubing with current set, the customer reports insulin exited at the qr. Customer declined to perform the hp test. The insulin pump will be returned for analysis.